Manufacturer narrative:
Unit unable to prime during prime test and received motor error alarms during basic occlusion test due to faulty forces sensor resistor (gold). Unit passed the displacement test and 10u bolus delivery, motor tested ok. Cracked case upper corners of display window and cracked battery tube threads and missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 139 mg/dl. Troubleshooting was performed. The device was returned for analysis.